Event description:
It was reported that a patient presented with their left ventricular (lv) lead dislodged. The physician elected to cap and replace the lv lead on (B)(6) 2022. The patient condition was stable before, during, and after the procedure.